Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an issue with the laser function. The laser function had never been used as there had not been a need for it. When a company representative was visiting the facility the staff inquired about starting it. An attempt to switch it on led to the discovery of the issue. There was no patient involvement.